Event description:
It was reported the mcl20 was used during a urology procedure. It was reported by the affiliate the device was taken out of the packaging. First clip fired and was malformed (clips scissored and clip did not close down fully). Assistant handed device to scrub nurse to investigate. The scrub nurse squeezed the handles repeatedly. The instrument resisted and then metal plate ejected from inside the instrument jaws. There was no consequence to the patient.

Manufacturer narrative:
H6; feedbar adhered to applier floor due to excessive dried body fluids when cycled again the tip of the feedbar snapped off. Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, no; clip in jaw, no; clip stack pressure, good; clip staging, good; clip track location, good; condition of cartridge cover tabs, good and total # clips remaining, 16. Functional tests & results: anti-backup functional, n/a; clip form properly, no; clip feed properly, no; cycle applier, no and lockout functional, n/a. Analysis conclusion: based upon inquiry info received and visual examination, it was concluded that reported incident during surgery may have been due to dried body fluids adhering feedbar to applier floor. Applier was received with tip of feedbar snapped off and it was returned. Feedbar was found to be bonded to applier floor and no conclusion could be reached on how this could occur, when it was stated that applier malfunctioned immediately after it was removed from packaging. No other anomalies or deformations were observed that would cause applier to malfunction. Briefly swishing applier with saline between uses will reduce occurrence of this incident. Each instrument is evaluated during assembly process to ensure it functions properly.